Event description:
It was reported that the catheter had dislodged from the intrathecal space. The catheter was revised. The pt experienced withdrawal; specific symptoms were not provided. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).